Event description:
It was reported that the right atrial (ra) lead pacing impedance measured greater than 3000 ohms, which was out of range, on this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and found that there were two stored signal artifact monitor (sam) episodes with respiratory rate trend (rrt) noise and oversensing which caused the rrt feature to become disabled. In addition, there were two atrial tachy response (atr) episodes with non-physiological noise on the ra lead channel with oversensing. The p-wave continued to be present so there was no pacing inhibition. Ts advised in-office lead evaluation and possible replacement. No adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right atrial (ra) lead pacing impedance measured greater than 3000 ohms, which was out of range, on this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and found that there were two stored signal artifact monitor (sam) episodes with respiratory rate trend (rrt) noise and oversensing which caused the rrt feature to become disabled. In addition, there were two atrial tachy response (atr) episodes with non-physiological noise on the ra lead channel with oversensing. The p-wave continued to be present so there was no pacing inhibition. Ts advised in-office lead evaluation and possible replacement. No adverse patient effects were reported. Currently, this ICD system remains in service.